Event description:
Boston scientific received information that during the in clinic ventricular threshold testing this pacemaker dependant patient experienced a seizure and loss of consciousness. A period of asystole of greater than two seconds was documented by the physician during the threshold test. It was suspected that the field representative attempted to perform an atrial threshold test, and in actuality a ventricular threshold test was occurring so ventricular loss of capture (loc) was not observed right away. The patient regained consciousness and was aware of the experience. The physician finished performing the device check and the device was found to be functioning within normal limits. The patient expressed potentially pursuing legal action against the health care facility. No legal allegations were made against boston scientific at that time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This device was later returned for normal battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.